Event description:
It was reported that during an unknown procedure, the clips would not advance. Ten clips were released and then the instrument remained blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.